Manufacturer narrative:
This report will be updated should further information be received. (B)(4).

Event description:
It was reported during a routine follow-up, the electrograms showed that the right atrial (ra) lead had dislodged. The device was reprogrammed in vvi mode and the patient was hospitalized. The physician intends to perform a lead revision. No further information has been received at this time.